Event description:
It was reported that an external pulse generator would not stay powered on after being repaired a month ago. It was also reported the device will not turn off and controls do not function as expected. The device was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; device would not shut off due to board connector flex ribbons being intermittent (this also caused the emergency button to be inoperative). Analysis also found one bail cover is broken. (B)(4).